Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was 15 ng/ml. On (B) (6) 2026, the result was 8 ng/ml. It is unknown if the results were obtained from the same sample.